Event description:
The customer's father called and stated that the customer was tested on the coaguchek xs meter (serial number (B)(4)) at the same time that a laboratory draw was done. The result on the meter was 2.7 inr and the laboratory result was 4.3 inr. The laboratory uses the dade innovin reagent. The blood was drawn using a plastic syringe and a butterfly 23 gauge needle. The laboratory sample was drawn and the first four drops were expelled and the next drop was applied to the strip. He stated the meter was counting down while the blood was drawn and the blood was applied within 15 seconds. There was no change in the customer's medication based on the meter result. The customer's therapeutic range is 2.5-3.5 inr. The customer is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He does not have any illness and has not had any diet changes or new medications. The customer feels fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206463-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.